Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of unresponsive keypad buttons was not duplicated. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found to the key contacts. Moisture corrosion was found to the keypad wire connector when the pump cover was removed. Unrelated to the complaint, evaluation revealed moisture on the display screen inside the pump.